Event description:
It was reported that the patient experienced localized tenderness at the site of their implantable neurostimulator (ins) in addition to a loss of stimulation coverage. The ins and leads were then explanted. There was no patient death or injury and the outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4). Analysis of the neurostimulator model 37714, serial #(B)(4), showed that the battery was had reduced capacity due to an overdischarge condition. The device was received with no telemetry. According to the trace report (after the device was recovered with a physician mode recharge [pmr] procedure) the total recharge count was 3 and the last recorded recharge session while the device was implanted was on (B)(6) 2013 where the device was recharged for 3 minutes and the battery went from 3.875 volts to 3.885 volts. The parameter trend diagnostic section of the trace report showed patient usage after this recharge session and that the battery discharged to the lock mode on (B)(6) 2013. A normal recharge was started manually after a pmr was performed at body temperature with a 1 cm spacer between the ins and recharge antenna. It was noted that the recharger had full coupling and that the ins recharged for 13 hours and 20minutes from 1.985 volts to 4.035 volts. After the pmr recovery, telemetry was good and good, stable output was seen on the electrode pairs as received. Analysis of the 2 returned leads, model 3776-60, serial #s (B)(4) and (B)(4) showed no significant anomalies.